Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device was stuck on a polyp. The reported malfunction resulted in a 60-90 minute procedure delay. The subject device failed to deploy after it was tightened around the polyp. The wires running thru the handle bulged out of the handle and broke. They tried to manipulate the wires to release and the wires crumbled. Tech support recommended to cut the handle but it was still unsuccessful. They used a boston scientific stent pusher to push the cable through the scope. Then they used an apollo endo-scissors to cut the loop off of the device. Two days later the patient had a suspect bleed due to blood in their stool. The patient underwent an additional colonoscopy with anesthesia to apply a clip to control the bleeding.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. Additionally, to provide correction to the initial with information inadvertently left out (b5 and g2) and to provide an update to field (d9 and h3). The subject device was manufactured on sep 2023 based on the provided 3 digit lot information. However, the exact manufacture date is unknown. The customer returned 5 unused devices with the same lot number and no abnormalities were detected. However, the used device was not returned for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and past investigation results, a likely mechanism causing the reported events might be one of the following: mechanism 1: 1) the loop was placed around the body tissue. 2) the tube sheath was pushed forward, and the tissue was temporarily ligated with the distal end of the tube sheath. 3) the slider was pulled to tighten the loop. 4) because the distal end of the coil sheath was not extended from the tube sheath when the slider was pushed, the loop disengaged from the hook inside the tube sheath. 5) the hook protruded from the distal end of the coil sheath, causing the loop to move toward the handle side and enter the coil sheath. 6) pulling the hook caused both the hook and the loop to be drawn into the coil sheath together. As a result, the loop became trapped between the hook and the inner surface of the coil, preventing it from moving. 7) because the loop is trapped between the hook and the inner surface of the coil, pushing the slider does not release the loop. 8) the slider was forcefully operated in state of ¿7¿ description causing the operation pipe of the slider to deform and break. Mechanism 2: 1) the sheath was bent near the handle. 2) the operating wire could not move because sliding resistance between the sheath and the operating wire increased. 3) the operating pipe deformed and broke because the slider was forcefully operated. 4) due to above, the loop could not detach from the hook. However, the root cause of the reported event could not be determined. The event can be prevented by following the instructions for use which state: "do not strike or crush the coil sheath during operation. Doing so can damage the distal end of the coil sheath, which could make it impossible to detach the loop after ligation. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not remove the loop from the hook while the coil sheath is not extended from the tube sheath. Otherwise, the loop may be tangled with the hook and become impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Do not hold the loop with the distal end of the tube sheath while the loop is surrounding the tissue. Otherwise, when the tissue is ligated, the loop may be detached from the hook in the tube sheath and tangled with the hook. That may make the loop impossible to be removed. In this case, refer to section 12, ¿emergency treatment¿ and as shown ¿equipment to be used in an emergency¿ on page 3 in this manual." "Never use excessive force to operate the instrument. This could damage the instrument." "Straighten out the portion of the instrument that extends from the biopsy valve." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the patient was an in-patient at the hospital and was not discharged.